Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported by the customer that 2 unspecified bd¿ alaris extension sets experienced occlusion. The following was recieved by the initial reporter: verbatim: customer reported, in general, the quality coordinator said they had two reported occlusion events in the last year and they were related to incompatible medications and a broken line. No further information available.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 2 unspecified bd¿ alaris extension sets experienced occlusion. The following was recieved by the initial reporter: verbatim: customer reported, in general, the quality coordinator said they had two reported occlusion events in the last year and they were related to incompatible medications and a broken line. No further information available.